Event description:
Hill-rom received a report from a hill-rom technician that found a note stating the beds missing the communication cable. The bed was located at the account in storage. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable missing and sidecom board missing pins. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable and the sidecom board to resolve the issue. Based on this information, no further action is required.